Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that they are having issue with company cartridges, on several occasions the cartridges with the same lot have a thin thread of coating, and had a strain stuck on the backside of the intra ocular lens, in the location where the iol was folded, it was sticky and a bit hard to remove. The customer was suspected something wrong with the cartridge. No further information available.

Manufacturer narrative:
The used complaint company cartridges were not returned. Seven unopened cartons and three opened carton were returned for company cartridge. A total of 105 unopened company cartridges were returned. One sample was pulled from each returned carton. The company cartridges were numbered 1-10 for evaluation purposes. The ten unopened company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge. The ten unopened company cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The company cartridge product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Ten of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).